Event description:
It was reported that in preparation for a percutaneous coronary intervention procedure, wire damage was noted. The physician noted a cut in the tip of the wire. The procedure was completed with another of the same devices, and patient status was reported as 'stable'.